Manufacturer narrative:
Based on the current information provided, the root cause of the inadvertent injury to the gonadal vein cannot be determined or is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred. If additional information is received, a follow-up MDR will be submitted. Although a review of the images provided in the article was performed by an isi clinical development engineer (cde), no additional comments can be provided on the images in the article outside of the author's description. There are no product issues or misuse that can be identified from these images. Further log review is not possible at this time due to lack of system and instrument detail as well as the event/procedure date. This complaint is being reported due to the following adverse event: during a da vinci-assisted surgical procedure involving the excision of interaortocaval paraganglioma, the gonadal vein was inadvertently injured and ligated. At this time, the cause of the intra-operative complication is unknown. There is no allegation that a malfunction of a da vinci system, instrument, or accessory occurred or caused/contributed to the complications.

Event description:
On 10-mar-2022, intuitive surgical, inc. (Isi) became aware of an "african journal of urology" article titled, ¿robotic excision of interaortocaval paraganglioma: a case report with the literature review," (handa, a., dash, s. C., et al., 2021). This case report involved a (B)(6) female patient who underwent a robotic excision of interaortocaval paraganglioma. The article focused on the robot assisted surgical technique for the removal of a tumor in a vulnerable anatomical location, between the interior vena cava (ivc) and aorta. Within the journal article, an operative complication involving a da vinci-assisted surgical procedure was noted: "tumor bulge was identified; on further dissection ivc was identified; gonadal vein was inadvertently injured and ligated." Isi has reached out to the author to obtain additional information but has not yet received a response.